Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was no longer delivering insulin and also customer got hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 500 mg/dl at the time of the incident. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was most likely wearing the insulin pump during the incident. The caller also reported sensor glucose versus blood glucose differences. Troubleshooting was not completed and no further information was provided. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08680 inches. The test guardian link with the glucose sensor simulator and the test blood glucose meter communicates properly to the pump. Device programmed with multiple sensor glucose value and all registered properly in the summary history noted. No unexpected errors or alarms noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.